Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer could not recall the cgm and bg values. Reportedly, customer did not use a bg meter to check value. Reportedly, customer consumed orange juice to address her assumed low blood glucose level. No additional information was known or reported.